Event description:
It was reported by the customer that their insulin pump had a protruding drive support cap and alarmed no delivery. During troubleshooting, customer stated they did not attempt to push the support cap back in while attached to the device. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped, but it was placed in wet swimming trunks. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 162 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The excessive no delivery alarm test could not be performed due to the alarm for the loose drive support disk. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.